Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing this subcutaneous implantable cardioverter defibrillator (s-ICD) undersensed the induced ventricular fibrillation (vf). A manual stat shock was administered through the programmer. The device was reprogrammed from the primary sensing vector to the secondary sensing vector. Dft testing was performed again with acceptable results. The device remains in service. No adverse patient effects were reported.